Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was due for a radiation (rad) and fluoro gain calibration. Calibration removed the artifact from displaying on an empty field at 40kv. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that 2d images taken in the anterior posterior (ap) and lateral orientations were found to contain a circle artifact. This issue was noted outside of procedure and there was no patient present when this issue was observed.